Event description:
A customer reported that central toxic keratopathy, patient left eye was involved, after photo refractive keratectomy surgery.

Manufacturer narrative:
H.3., h.6.: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Logfiles, treatment reports, information about latest preventive maintenance report, pre and post-op data was requested but not provided therefore a deeper investigation cannot be performed. According to follow-up information received from local clinical application specialist the client uses transport, which is an adhesive tape to isolate the eyelashes and which is sterilized in formaldehyde every time the roll is used , although the client points out that he changed it for sterile tegaderm (3m adhesive) (single-use packaging) and the events continued to happen, there is a suspicion of formaldehyde contamination. The exact root cause cannot be confirmed as not enough information was provided to conclude this. Not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).